Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. The longevity appeared to have decreased 3 years in 6 months. No data analysis from this device was reported at this time. This device was explanted and replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. The longevity appeared to have decreased 3 years in 6 months. No data analysis from this device was reported at this time. This device was explanted and replaced. The device is expected to be returned for analysis. The device was later returned for analysis.